Event description:
The pt experienced moderate pain in the coccyx and buttocks during treatment, but did not stop treatment at any stage and received only 50 mg of pethidine for analgesia. Although thermal response to each sonication was variable, all sonications appeared well within the boundaries of the fibroid. Treatment was stopped when the pt complained of pain radiating to the left leg and catheter tip. In recovery the lady complained of a sensation of numbness in the left buttock. On closer exam she was found to have decreased sensation throughout the peri-anal and perineal region as well as the posterior left thigh. She had leaked some fecal matter, but anal tone was normal on rectal exam. Power, tone, reflexes and distal sensation were all within normal limits. A further MRI of the pelvis and lumbar spine was carried out which demonstrated no evidence of thecal sac compression. Hyperintensity of the piriformis muscle and surrounding tissues was identified.